Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they are hospitalized due to high blood glucose of 450mg/dl and diabetic ketoacidosis on (B)(6) 2017. Customer was treated with shots and customer¿s current blood glucose was 87mg/dl. Customer was wearing the insulin pump during hospitalization. Customer states that drive support cap was normal. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. The suspend feature working properly. Unit received with cracked case at he reservoir tube window corners and battery tube threads. Unit received with minor scratched display window and case.